Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net noise was noted. The segms were reviewed, noise was noted on the right ventricular lead. The patient experienced dizziness. The patient came into clinic for re-evaluation on (B)(6) 2018, no oversensing was noted, no intervention was needed. The patient was feeling some light headiness at times. The patient would continue to be monitored with regular visits.